Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 44 mg/dl. Customer advised they are unable to upload the insulin pump even though they tried 20 times. Customer advised it gets up to 20 percent and then stops. Customer advised it depends on what they eat but they have been running low lately.